Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under her breasts. The patient reported that the skin irritation is reoccurring. There was no alleged device malfunction contributing to the irritation. The patient was prescribed clobetasol propionate topical ointment 0.05% and hydrocortisone cream ointment 2.5%. For the irritation. Additionally, the patient followed up with the dermatologist who prescribed a new medication and her primary care physician who prescribed banophoen and triamcinolone acetonide 1 cream. Furthermore, the patient received a shot for pain and inflammation due to spraining her shoulder and neck, as well as, having the skin irritation. Follow up with the patient indicated that the patient's skin irritation improved with the new medicine and her should pain improved with the shot.